Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system server had an issue where patient data was not current and disconnected flag was 1. A technical support specialist (tss) ran the downtime query and observed that the disconnected flag was set to 1. The tss restarted the bd external messaging services, net.msmq listener adapter, net pipe listener adapter, net.tcp port sharing service, net.tcp listener adapter, and bd pyxis external inbound processor services. After rerunning the downtime query, the disconnected flag still appeared. The tss then deployed the packaged carefusion coordination engine (cce) interface services utility cce (build 1), but the deployment failed and the disconnected flag persisted. The tss escalated the case to the interface team for further investigation. The interface engineer support team (iest) determined that several services were stopped, and event logs showed the issue was caused by insufficient drive space, as the f: drive was completely full of no deletable data. Iest moved files from f:\backup\prod\cfnccemedtracing to d:\new folder, restarted the services, and confirmed that messages were processing. The customer later reported that some patient messages were still not crossing, so iest returned the case to enterprise server (es). The tss reviewed the affected patient samples and found that the visit type was listed as an unknown placeholder. The tss advised the customer to contact the adt team to send an admit message for those patients, and the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server patients were not crossing to multiple devices. The customer reported an error message stating that patient data and patient orders might not have been current due to a patient interface problem that lasted for 22 minutes. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.